Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported material deformation was confirmed. Additionally, the stent implant moved distally, approximately 2mm from the original crimp marks on the balloon markers, but the stent implant was not loose.the reported failure to advance could not be replicated in a testing environment as it was based on operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the mildly calcified lesion and or the guiding catheter during advancement to the lesion causing the reported failure to advance and subsequent material (stent) deformation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 2.5x23 mm xience alpine stent could not cross the lesion for an unknown reason. Upon removal, it was noted that the stent was crushed. A non-abbott stent was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. Returned device analysis identified that the stent implant was moving distally, approximately 2mm from the original crimp marks on the balloon markers. No additional information was provided.